Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the sutures failed to engage resulting in a cuff miss. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported cuff miss. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances relevant to the reported event associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.